Event description:
The surgeon attempted to insert a +25.0 diopter cq2015 collamer three piece lens, but the injector overrode the lens while it was advancing and tore the lens. There was no patient contact or injury the reporter stated it was unk as to why the injector overrode the lens.

Manufacturer narrative:
Results - the product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection showed a portion of the lens optic torn off and missing. There was evidence of clear surgical residue. Conclusion - no conclusion can be drawn. Based on the complaint history and the evalation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.